Manufacturer narrative:
Batch review performed on 17 july 2019: lot 172609: (B)(4) items manufactured and released on 26-september-2017. Expiration date: 2022-09-17. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event. Additional implants: ball heads: cocr 01.25.011 cocr ball head 12/14 ø 28 size s -3.5 lot. 171772 (k072857). Batch review performed on 17 july 2019: lot 171772: (B)(4) items manufactured and released on 31-july-2017. Expiration date: 2022-07-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Liner: versafitcup dm 01.26.2848mhc double mobility hc liner ø 48/28 lot. 174321 (k092265). Batch review performed on 17 july 2019: lot 174321: (B)(4) items manufactured and released on 03-november-2017. Expiration date: 2022-10-18. No anomalies found related to the problem. To date, all items of the same lot have been already sold without 2 other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head, stem and liner about 1 year and 7 month after primary. The surgery was completed successfully.